Manufacturer narrative:
The (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the touchscreen assembly using seals and screw kit, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen froze. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that during routine check before putting into clinical use, the cardiosave intra-aortic balloon pump (iabp) touchscreen froze. There was no patient involvement.

Event description:
N/a.